Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a calcified lesion with 95 percent stenosis degree in the moderately tortuous proximal lad. The lesion could not be passed with the device. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the stent protector covering the stent and balloon. The hypotube is mildly kinked at the kink protector. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians description, the most probable root cause is related to the patients anatomy (i.e. Calcification).